Event description:
It was reported that balloon rupture occurred. A 2.25mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was blood and contrast in the inflation lumen and the balloon. The balloon was loosely folded. At 2mm distal from the proximal markerband, there was an 8mm longitudinal tear to the balloon.

Event description:
It was reported that balloon rupture occurred. A 2.25mm x 12mm nc emerge balloon catheter was advanced for dilation. The procedure was completed with a different device with no patient complications nor injuries reported.